Event description:
Complainant alleged that while attempting to monitor a patient. The device displayed a "paddle fault" message and self-charged without any user interaction. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.